Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: there was evidence of moisture observed under the display lens. A leak test failed due to a failed case seal. No physical cracks or damage to the case was noted. The pump was opened and evidence of moisture was confirmed inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that multiple loss of prime alarms had been occurring upon the patient getting out of a pool. Reportedly, the patient stated that there was now moisture noted behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.